Manufacturer narrative:
H3 - device evaluation: lens was returned in a vial, in liquid. Visual inspection found the lens haptic torn. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -13.50/2.5/091 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens was removed and replaced on (B)(6) 2020 for a shorter length lens due to excessive vault and elevated iop (18.5 mmhg) without pupil block and angle closure being observed on (B)(6) 2020. This resolved the problem. Cause of the event is reported as "bigger size."